Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was inaccurate. Additionally, the customer's wall adapter and charging cable experienced difficulty charging the pump. Customer's blood glucose was 193 mg/dl. Customer reloaded the cartridge and received an accurate fill estimate. The customer also reported using an alternate charging cable and wall adapter to charge the pump successfully.